Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The pigtails kinked while putting through the scope, hence it was removed from the scope. The case was resumed with competitor's stent and case was a success. Patient outcome : no adverse effect on the patient.

Event description:
Supplemental follow-up MDR report is being submitted due to the complaint device being returned and lab evaluation being completed on 10 may 2023. Supplemental report also being submitted due to completion of investigation on 18-may-2022 and an update to investigation conclusion.

Manufacturer narrative:
Device evaluation: zso-10-10 device of lot c1729945 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 10th may 2023 . The returned device lab examination findings and observations can be referred through attached files. On evaluation of the device it was noted that the stent returned without pigtail straightener , kinks observed on both pigtail curls. Kink on the 3rd , 4th and 5th porthole on non tapered side , kink on the 1st 2nd , 4th and 5th porthole on tapered side. Encrustation observed on the pigtail curl on the non tapered end. Blockage observed on the 3rd porthole of non tapered end. A 0.35inch wire guide does not pass kinks. Prior to distribution all zso-10-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-10-10 of lot number c1729945 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1729945. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force, which generated the kink on the device as it was prepared and prevented the stent from passing through the scope. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred during preparation and may have prevented the stent from passing through the scope. According to the initial report, the patient did not experience any adverse effects. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: 1 x zso-10-10 device of lot c1729945 was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-10-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-10-10 of lot number c1729945 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1729945. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1729945. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, which generated the kink on the device as it was prepared and prevented the stent from passing through the scope. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred during preparation and may have prevented the stent from passing through the scope. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 15-mar-2023.